Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of multi-system organ failure and sepsis could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to sepsis and multi-system organ failure. No device issues or malfunctions were reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists sepsis and death as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU also lists various forms of organ failure/dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in reference to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to sepsis and multi-system organ failure. There was no autopsy performed and the device was not explanted. The device will not be returned for evaluation.